Event description:
The customer reported that the monitor did not alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the monitor did not alarm. No pt harm was reported. The hosp staff tested the monitor and it passed all testing for alarms. No pt strips have been provided to indicate that any pt alarm was missed. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.